Event description:
On (B)(6) 2014, the reporter contact animas alleging the patient¿s blood glucose was above 600 mg/dl with vomiting and large ketones on (B)(6) 2014 associated with an alleged pump rewind issue. The patient was reportedly hospitalized and was treated with intravenous fluids and insulin via pump therapy. The reporter noted the pump settings were not recently changed and the patient remained on pump therapy. The reporter alleged the pump¿s piston randomly rewound during pump use, which suspended insulin delivery to the patient for an unspecified period of time. This complaint is being reported because the alleged hyperglycemia was attributed to a reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.